Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump had no power. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/27/2017 with the following findings: a review of the black box showed data from the date of the complaint had been overwritten. The available black box showed one power on reset prior to a battery change. No unexplained power on resets were found. No damage was found to the returned battery cap. No moisture/corrosion was found in the battery compartment. The returned battery cap was able to attach to the pump. The pump powered on to the verify screen with auditory and vibratory alarms. The pump was run for 24 hours and no power on resets occurred. The returned battery cap measurements were within specifications. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit. The complaint of no power was unable to be confirmed or duplicated due to the data from the date of the complaint being overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.